Event description:
It was reported that the ventilator had multiple errors. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. During preventive maintenance the ventilator experienced multiple errors. It was noted that no preventive maintenance has been performed in four years. Preventive maintenance of the system must be performed at least once a year, or every 5000 hours of operation, whichever comes first. The expiratory channel pc board, the expiratory valve coil and both gas modules were replaced. No parts were returned for investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.